Event description:
A screw broke during extraction. The tip of screw remains in patient. The broken hex screw measured 28.52 mm in length and 4.42 mm in diameter. According to clinical engineering, the screw is bent indicating that fracture was due to the torque applied to the screwinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: device failure occurred and was related to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.